Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was cancer. The customer¿s blood glucose was 122 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by the customer 4 days prior to passing, as they were having too many lows. The customer was not using sensors at the time of death. The caller agreed to return the insulin pump for analysis.